Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre-discharge device check a possible capture issue was noted on the right ventricular (rv) lead. A possible sensing issue was also noted and both the right atrial (ra) lead and rv lead may have moved. The rv lead was revised. Both leads remain in use. No patient complications have been reported as a result of this event.